Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse reproduced the reported issue and found 1126 faults on universal surgical manipulator 2 (usm2) with gigabit comm values being weak on ac_2e node. The fse replaced usm2 and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure as having occurred in the field via log and replicated in-house. The unit was tested on an in-house system in normal mode and triggered an 1126 fault with a node of ac_3e. Unit was also tested on pftp where the fiber test failed for the rolling loop fiber and parallelogram fiber. The unit also failed the check sensor check on dof 9. The axis 8 (dof 9) gearbox, rotor, and top plate will be replaced as a fix for the 23008 faults. The rolling loop fiber assembly and the parallelogram fiber assembly will be replaced as a fix for the 1126 errors. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed usm2 was abandoned. The customer continued use of the vessel sealer instrument on usm1. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: an usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported system faults when surgeon attempts to cut using a vessel sealer instrument. Operating room staff opened a second vessel sealer extend (vse) instrument before calling, same issue occurred on second vse instrument. Tse viewed onsite logs, found error 23008 on arm2, axis 8. Tse asked operating room staff to undock arm2 and use arm1 in place. Operating room staff confirmed vse instrument cut worked properly in arm1, no faults with instrument in arm1. The procedure was completed robotically with no reported injury.